Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that there is uneven harvest of skin during surgery. Exact event date is unavailable. There was no patient harm or additional grafts needed, however there was a delay of 2 hours. This device will not be returned due to cost of repairs. No adverse events were reported as a result of this malfunction.